Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Pressure test and clear passage under water were performed and the results were satisfactory. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The patient is an adult. Device manufacturer address 1: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked. The leak was coming from the first port closest to the patient. This issue was identified during patient infusion of ocrevus. It was further reported the patient's blood was pulled back and blood leaked through the first port of the tubing. The tubing was replaced to continue treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.